Manufacturer narrative:
Reported event: an event regarding disassociation involving an all-poly constrained liner was reported. The event was not confirmed. Method & results: device evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusion: the event could not be confirmed as insufficient information was provided. No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the patient's left hip was revised due to the all-poly constrained liner (and the competitor cement it was attached to) dissociating out of the patient's acetabulum. A 52 all-poly constrained liner and +4 femoral head were revised to a 50 all-poly constrained liner and +4 head. Rep confirmed that there are no allegations against the revised femoral head.